Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp4a.251205.006.s926usqs6dze2. Hardware: sm-s926u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and troponinemia on (B)(6) 2026. The patient's blood glucose levels reached 560 mg/dl while wearing the pod longer than 48 hours. The patient also stated a discrepancy in glucose values between their omnipod device, dexcom sensor and a finger-prick test. Symptoms reported include vomiting, dizziness, lightheadedness, and inability to keep fluids down. The patient stated multiple bolus were attempted with no success; it was also noted they felt the pod burning but never removed it. The patient reported blood at the pod site after removal. The patient was treated with fluids but unable to recall anything more. The patient was discharged on (B)(6) 2026.